Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room following a syncopal episode. They were in atrial flutter and had some atrial tachy response (atr) episodes stored in device memory. Some lower rate pacing due to rhythmiq was also recorded. No additional adverse patient effects were reported. This device remains in service.